Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between august 15-16, 2025. H11: the actual device was not available; however, companion samples were received for evaluation. A visual inspection was performed to the companion samples received using the naked eye, and no visual defect was found. Three randomly selected companion samples were functionally tested, and it was observed that bubbles were encountered during testing on all three samples. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address -(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering an unspecified quantity of exactamix 2400 valve sets through port #5 and #8. This issue was described as, ¿leaky port #5 and port #8 that causes air in line and bubbles¿. This issue occurred during delivery in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.